Manufacturer narrative:
Investigation summary: one sample received for investigation, it shows brown spots on the plunger which do not come off, so they are embedded on the molded part. Possible root cause, this defect can be generated during the molding of the plunger due to the degradation of the resin having a burned or dirty appearance. No corrective action at this time, the number of defects reported by the client is within the acceptance level. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: syringe with internal dirt.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: syringe with internal dirt.